Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause could not be conclusively specified. Since the video connector socket was out of order, it was likely that the image did not appear, or the symptom occurred due to a defective electrical contact. In addition, it was likely that the failure of the video connector socket was caused by trying to pull out the video connector without lowering the lock release lever. The instructions for use (IFU) provides the following guidelines: the endoscopic image does not appear on the monitor. Possible cause: the videoscope cable exera ii is not connected correctly. Solution: connect the videoscope cable as described in section 6.3, "connection of an endoscope."

Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the reported issue was confirmed. The scope connection was loose. It was recommended that the software be upgraded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The user facility reported to olympus that during a laparoscopy case, there was no image while using the evis exera iii video system center with a 180 series scope. It was noted that the rectangular socket was loose and if moved, there was an image. The doctor brought in a travel cart and the case was completed. No patient injury was reported.